Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that a low battery message for patient's ipg displayed on external devices. It is unknown if the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. However, surgery may occur later.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The battery was displaying "replace generator soon" message. Patient is requesting to have the system explanted but is not responding gfe attempts. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.